Manufacturer narrative:
The svc rep determined that the unit had an error in the pre-charge circuit and ordered parts. He attempted to replace filament controller pcb. But that did not fix the error. He determined the system needs batteries, so he replaced the system batteries, and tested it for operation. Unit operates as intended.

Event description:
The customer reported a precharge voltage error. No pt injury was reported.